Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted:the up and down arrow buttons intermittently responding when pressed and there was evidence of adhesive/contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed that the up arrow keypad button had to be pressed multiple times for a response. There was no adverse event associated with this complaint.